Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 15 years, since the subject device was manufactured. Based on the results of the investigation, it is likely, that due to clogging of the balloon/water-tube, foreign objects came out of the distal end. The foreign object could not be identified. The specific root cause of the clogged balloon water tube could not be determined. As a result of confirming, contents of the instruction manual, following sections describe reprocessing procedure: chapter 6: "compatible reprocessing methods and chemical agents". Chapter 7: "cleaning, disinfection and sterilization procedures". Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, bronchofibervideoscope to the olympus service center. Upon inspection and testing of the returned device, it was observed that foreign material was falling off from the channel. Due to clogging of air/water tube, foreign objects came out of the distal end. Due to clogging of tube, the balloon channel cleaning brush could not inserted smoothly. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.